Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: breast reconstruction surgery. Cathplace: unk. Sales rep was informed of an incident of a cracked catheter. Materials reported that a nurse brought a catheter that was cracked. Add'l info rec'd (B)(6) 2014: the info provided by the materials dept was the lot number, but unable to provide any further info other than the nurse was from cardio vascular unit. Add'l info rec'd (B)(6) 2014: the sales rep had been to the site and observed the catheter. It was split length wise down the middle about 4-5 inches near the luer lock end. It was left by a nurse that the materials dept could not recall, but it had been used for a breast reconstruction surgery. The catheter was then disposed of by the materials dept.

Manufacturer narrative:
Method: the device was disposed of, therefore, no tests were performed. A visual observation was performed by the sales rep. A review of the device history record (DHR) was conducted for the reported lot number. Results: per the visual examination performed by the sales rep it was reported that the catheter was split length wise down the middle about 4-5 inches near the luer lock end. Further results will not be available since an eval could not be performed as the unit was disposed of. Per the DHR, the lot met mfg specifications prior to release. Conclusions: as the device was not returned for an eval, I-flow is conducting further investigations with the reported info. If add'l info pertinent to this event becomes available, I-flow will submit a f/u report. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.